Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a patient with a smiths medical portex® blue line ultra® tracheostomy tube complaint of pain to the pharynx and had noted bleeding from the tracheostomy (trach) aperture. It was noted that this made the patient's condition worse so a trach tube change out was performed. The patient recovered with no further adverse effects.